Manufacturer narrative:
(B)(4). Only event year known: 2020. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Based on additional information received, patient consequences are unknown.

Event description:
It was reported that during an unknown procedure, staple couldn¿t form perfectly.